Event description:
Patient self-tester reports results lower than reference with the protime microcoagulation system. Patient scheduled office visit with her physician to run comparison tests performed on the same day. Patient's protime instrument generated 2.0 inr and laboratory test generated 2.7 inr. Patient's therapeutic range: 2.5-3.5 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot #unknown. Method: actual device not evaluated. Process evaluation performed. No related ncmrs or CAPA identified. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint. Device not returned. Itc has requested all data required for form 3500a.